Event description:
It was reported that: instrument broke during the lumbar arthrodesis procedure. The surgeon used another instrument that was in the box.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon device history review, device was found to be more than 3 years old. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the plausible root cause of this reported event is normal wear and tear of instruments.

Event description:
It was reported that; instrument broke during the lumbar arthrodesis procedure. The surgeon used another instrument that was in the box.